Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated that several tampons have fallen apart as she tried to remove them. Two of the tampons completely fell apart leaving pieces inside, she was able to remove all pieces.

Manufacturer narrative:
Correction: initial reporter - corrected state from (B)(4).